Event description:
The distributor claims that the defective unit was implanted in the pt, and then taken out when the surgeon found it not functioning. Company has asked the customer to re-sterilize the unit since it is contaminated. The unit will not be returned in its original packaging. No pt injury was reported.